Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl; cause was not known. Although requested, bg treatment was not reported. Pump system check with tandem technical support found the pump to be functioning properly. Contact declined to remove infusion set cannula for inspection. Recommendation was made for customer to discuss event with a healthcare provider.